Event description:
The empty vials are not empty. There is about 1 cc of what appears to be water at the bottom of the vials. Normally, they are totally free of anything. Rptr has two different lots, both sealed. They come packaged 25 to a tray. All vials have liquid. Maybe they were not dried sufficiently during production?